Event description:
Boston scientific crm received information that one of the dextrus leads in this pacing system looped out of the pocket. In a revision procedure, the entire system was explanted. No adverse patient effects were reported. No additional information is available at this time. If additional information becomes available, this event will be updated.